Manufacturer narrative:
E1: (B)(6) hospital. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a pre-use inspection of an orthopedic surgery device, noise occurred on the biological information monitor of the electrosurgical unit. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. This event was reported in error and it is unlikely it would cause or contribute to a death or a serious injury if it were to recur. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.